Manufacturer narrative:
Continuation of d10: product ID 8782. Serial#(B)(6). Implanted: (B)(6) 2020. Product type catheter product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2020. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #:(B)(6) , ubd: 04-jun-2022, UDI#: (B)(4). ; product ID: 8780, serial/lot #: (B)(6), ubd: 16-dec-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient receiving intrathecal morphine and dilaudid (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the patient requested a mdt representative to meet them after a magnetic resonance imaging (MRI) they were working on scheduling. The patient then stated that they had surgery one time and their pump was not working. They had a knee replacement and the pump wasn't working. The patient then stated, "you can imagine how that felt. It was a real bummer". The patient reported that the tubing was kinked and it wasn't delivering the medicine. The patient said they stopped it and took dilaudid by pill form until the pandemic wasn't so crazy when they opened it back up for elective surgeries, the patient got their pump turned back on after that. The agent documented information reported by the caller and when the agent inquired about pump drug, the patient stated that it was morphine. The patient further reported that they switched to a new doctor and the doctor wanted to switch to dilaudid. The patient stated that they kept saying that this wasn't working and that they didn't like it and wanted it out. The patient wanted to go back to morphine. The patient reported that the doctor stated that dilaudid was much stronger than morphine and it should be working and that something was wrong with their pump. The hcp said that they needed to do a dye study and that was when they did the dye study and found out it wasn't working. The agent inquired event date and patient stated that it was pandemic time. The patient provided their current pump doctor but was unable to recall previous health care provider's (hcp) name or the hcp that found out the catheter was kinked due to having memory that "wasn't too good". While on the call, the patient mentioned that they've had so many surgeries in their life and that they've had like 30 surgeries. When agent asked it MRI was related to mdt pump/therapy, the patient stated that it was just to make sure after the MRI that it was programmed and working and did not provide further information.